Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead lot#: unknown serial#:; implanted: on (B)(6) 2022; explanted:; product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that "probably about 3 weeks" after the patient was implanted they had to "finally shut this down." The caller clarified that the patient was reporting that it had been causing the patient "so much pain." The caller then stated, it wasn't necessarily causing the patient pain, but they weren't sure. The caller stated that the patient had reported to them that their "back hurt so bad," and that when the caller asked the patient 'where' it had been hurting them, the patient motioned towards their back. The caller stated it was also helpful to know the patient had rods and screws up and down their back and that they had asked the patient's physicians if the implant would cause problems for the patient and they told them "no, no, no." The caller stated the patient kept wanting to increase the stimulation and the caller had to keep telling the patient to focus on their symptom relief and one day the patient just said "I can't handle this because my back is hurting so bad" so the caller shut it off. The caller also stated the patient had a few falls since they were implanted and that they were worried that "some electrodes" had come "loose". The caller asked if there was a way to remotely check the patient's device. They also stated that the patient had been taking myrbetriq in addition to using the therapy and that had recently ran out of the medication so the patient's symptoms were really back now and the patient had been up all night last night going to the bathroom so they wanted to try turning the therapy back on. Guided the caller in connecting to the patient's settings and the caller was able to successfully turn the therapy back on. The patient noted prior to turning the therapy back on, that when the caller had placed the communicator over the ins site, the patient stated they could "always feel something like a scratch or something," that it was very minimal, but they still felt it. Upon turning the therapy back on, the patient confirmed feeling the stimulation comfortably in their bike-seat region. The patient and caller were going to monitor the patient's symptoms and follow up with the patient's hcp to check the implanted system.